Manufacturer narrative:
Per tandem¿s pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred. Additionally, it was reported that a cartridge leaked as a result of overfilling the cartridge. Customer was able to successfully load the cartridge onto the pump. Customer's blood glucose level was 179 mg/dl.